Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID: 826631) was implanted on (B)(6) 2026. The icp express, 220 volt (ID: 826635) showed 165 mmhg. However, all post-examination indicators of the patient were normal. Then the physician connected the microsensor to another icp monitor; it still showed 168 mmhg, which was inconsistent with the patient¿s status. Therefore, the sensor was removed on (B)(6) 2026, and monitoring was stopped. The cable used was icp express cable (ID: 826636).

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826631) was returned for evaluation: device history record (DHR) - the product code 826631 with lot 7517694 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - there are multiple kinks located at approximately 40.7 cm, 82.8 cm, 92.9 cm and 96.8 cm from the proximal end. The icp express = 521. Microsensor detected and zeroed without issue. The device passed electronic, noise and signal drift tests. The complaint was not confirmed. Root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause of the defect reported by the customer could be due to incorrect set-up of device.